Event description:
It was reported that the patient was a good performer until (B) (6) of 2009. This coincided with the appearance of "hi" status on e12. A few weeks later, the patient reported further deterioration in performance and sound quality. At this time, telemetry revealed e8 & e9 short-circuited with "hi" status on e11-12. Programming changes were made to accommodate for changes in telemetry. Electrodes 9,11 and 12 were turned off. Patient returned in (B) (6) 2009 with reports of fluctuation in performance. Further testing showed that there is a hi status on e10-12. It was recommended that electrodes 8-12 be turned off. After new programming patient has 92% on hint in quiet and 68% on cnc words, indicating good performance with the new settings. A CT scan was recommended to check for device placement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.